Manufacturer narrative:
Exemption number e2015058. The device recorded 46 log entries between the 15th may 2008 and the 12th november 2015, the longest of which lasts 3 minutes 15 seconds. An increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. The device records manual power ups of 10 minutes duration between the 1st - 12th november 2015. Investigation found the fault can be attributed to membrane failure due to corrosion. Upon visual inspection of the membrane tail corrosion was observed. The ten minute time outs and excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The device was found to be giving out low energy shocks and these can be traced back to a component failure which as the device is tested at final test is assumed to have occurred after dispatch. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.